Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a loss of communication alert. The ventilator was not on a patient at the time of the event. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A service engineer (se) inspected the device and replaced the gui printed circuit board (pcb) to resolve the issue. The unit passed testing and operated within the manufacturing specifications if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had generated loss of communication and graphical user interface (gui) inoperable error codes.

Manufacturer narrative:
Device evaluation summary: the graphical user interface printed circuit board (pcb) xena ii was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The gui pcb xena ii was attached to the failure investigation test ventilator for analysis. The device powered up and ran in normal ventilation mode for a minimum of 24 hours with no errors observed. The part was functionally tested with no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.